Event description:
Treatment of a large dissecting amorphous aneurysm measuring 15mm x 11mm located in the mid basilar artery. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (4.75 mm x 18 mm) could not be released from the capture coil. The physician attempted to push the capture coil off the pipeline by advancing the marksman catheter through the pipeline from the open proximal end, but the catheter and pushwire moved at the same time causing the pipeline to stretch, elongate, and cover a perforated vessel. Reopro was administered and the physician was able to dissolve the clot and re-open the perforator. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).